Manufacturer narrative:
Internal reference:(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Visual and microscopic inspection were performed on the returned device. The majority of the distal shaft, tip, and scanner were torn away from the device near the rx bond and were not returned with the other portion of the device. The core wire was exposed, the microcables were exposed and separated. There was blood present within the remaining portion of the distal shaft. There was a tear present from the guidewire exit port to the end of the distal shaft. No additional damage was observed during the post decontamination inspection. The exposed core wire appeared to be undamaged. Functional testing could not be performed on the catheter due to the observed shaft separation. The reported broken tip (tip/transducer separation) was unable to be analyzed as the device was returned with the majority of the distal shaft torn away. The probable cause of the reported broken tip (tip/transducer separation) is damage during use. The customer reported that the device "got hung up at the steep iliac bifurcation." As the user attempted to pull back the device, it is likely that excessive force was used, leading to the separation of the tip and the transducer. Strain, impact, and forces associated with use and handling may affect the integrity of the device. It was not possible to conclusively determine when or how the reported separation occurred. Per the IFU, if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time. In addition to the reported tip/transducer separation, the device was returned with the majority of the distal shaft torn away and missing. The customer did not report any separation of the device along the distal shaft. The customer reported that the guidewire and catheter were removed together. Therefore, the separation of the distal shaft likely occurred sometime after the device was removed from the patient when the guide wire and catheter were separated from one another. However, since the torn portion of the distal shaft (approximately 235 mm) was not returned for analysis, it is not possible to conclusively determine when or how the cause of the observed damage occurred.

Event description:
This supplemental report is being submitted to update the initial report with the analysis for the device returned to the manufacturer associated to the event.

Manufacturer narrative:
(B)(4). This case was investigated in accordance with manufacturers policy. The facility declined to provide a patient identifier. No tests/laboratory data was available. Implant and explant dates: the implant or explant dates are not applicable to this device. The instructions for use (IFU) advises: precautions: - protect the catheter tip from impact and excessive force. - do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. - if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported during a planned therapeutic procedure to stent the iliac artery, while utilizing the manufactures ivus device to determine stent length the physician met resistance and the device got hung up at the iliac bifurcation. The physician pulled the device back and the tip separated. The physician stented the separated portion of the manufacturers device in place against of the wall of the common iliac artery. There was no additional intervention to remove the device. A short 5f sheath and an 014 wire were in use at the time of the event. As of this date the patient is reported to be in "good" or "stable" condition. Vessel: common iliac artery 65% lesion, no heavy calcium but tortuous